Manufacturer narrative:
(B)(4). Lot number 73e1500283 as reported by the customer corresponds with the catalog number 5-10315 (et tube, hvt, 7.5). Therefore a device history review for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg reported cannot be performed. The correct lot number has been requested. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the rubber band snapped while in use. The patient's condition was reported as fine.